Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implant due to the patient¿s concern with the product. Device has been explanted. Later, healthcare professional reported a right side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, g4, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ crease fold observed. ¿ wear abrasion observed. ¿ white particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implant due to the patient¿s concern with the product. Device has been explanted. Later, healthcare professional reported a right side capsular contracture, baker grade IV.